Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not detected, and no medications could be accessed from it. A field service engineer (fse) replaced the drawer controller board and ran diagnostics successfully. The customer recovered and inventoried successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer stated that they were unable to access the medication from the affected cubie, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.